Event description:
It was reported that during the procedure, the subject coil was put out into the aneurysm and once retrieved the subject coil detached prematurely within the microcatheter. The microcatheter and subject coil were removed. The subject coil was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject coil was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the subject coil was not returned. Per the event description the subject main coil detached inside the microcatheter when retracting the subject coil. There were no anomalies noted to the device prior to use and appears to have been prepared per the dfu. While there are a number of potential causes for the reported issues, because a review of available information failed to identify a definitive cause and the subject coil was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the procedure, the subject coil was put out into the aneurysm and once retrieved the subject coil detached prematurely within the microcatheter. The microcatheter and subject coil were removed. The subject coil was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.